Manufacturer narrative:
H3: product analysis: evaluation of the device determined the device sounded rough and worked intermittently. The likely cause of failure could not be determined. It was noted also that the device is overheating, as the maximum temperature was measured to be 114°f, the collet depth is out of specification, and the rear bearing and front bearing are worn. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report that it sounded rough and worked intermittently. No patient impact reported. On follow-up it was reported that there was no patient or staff impact.